Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned, analyzed and the lead was stretched. It was noted that all conductors were stretched, the inner insulation was kinked/buckled, there was blood in/on the helix/lobe mechanism and the lead appeared damaged at implant.

Event description:
It was reported that during implant of the atrial lead, there was positioning difficulty due to patient anatomy, dislodgement, and subsequently, the lead could not be repositioned. It was also noted that excessive force was necessary to remove the lead. The lead was not used. No patient complications have been reported as a result of this event.